Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they putted battery one day and insulin pump dies on next day and had happened more than once. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had unexplained or random no delivery alarms so often. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. (B)(4).